Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave an error 1870 alarm. The batteries were removed for 10 seconds and reinserted. Settings were reviewed and the pump was restarted. Upon delivery of medication, the alarm returned. The batteries were removed and new batteries were inserted. The pump was restarted, and upon medication delivery, the pump alarm returns again. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.